Event description:
It was reported that the ilet screen became unresponsive after the device was dropped, and the display had a crack on the side toward the middle; the problem involved the touchscreen component and aligned with a fracture-type device issue. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a stress-related problem consistent with physical damage to the touchscreen following the drop. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.

Manufacturer narrative:
Initial.